Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nineteen (19) continu-flo solution sets were leaking. The roller clamp was not engaging adequately causing solution to continuously drip. It was not specified at which process step these issues were identified. There was no patient injury or medical intervention associated with this event. No additional information is available.